Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
H6 patient and device codes updated based on new information.

Event description:
Additional information receieved stated that the patient's ipg had become inoperable due to not charging as instructed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention for an unknown reason wherein the ipg was explanted and replaced.